Manufacturer narrative:
Additional information: the meter serial number ((B)(4)) reported has also been filed under MDR 2954323-2016-05892. The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2016 she began to feel ''pressure on her chest'' but because of the issue with the meter she could not test so she self-treated with metformin 1000 mg and 10 units of insulin. Customer was then rushed to the emergency room where her healthcare provider received a reading of 400 mg/dl on a hospital device. Customer was treated with glipizide 10 mg tablet in addition to receiving ''10 units of saline solution''. Customer was discharged from the hospital after a 12-hour stay. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: the meter serial number ((B)(4)) reported has also been filed under MDR 2954323-2016-05892. The reported meter was returned and investigated with retained test strips. The meter was visually inspected and no physical damage was observed. Meter powered on with button depression and strip insertion. A blank screen was not observed. The complaint is not confirmed. This serves as a correction report. Section e-1 (callers country), (callers zip code) and (callers telephone number) were omitted from the initial MDR 30 day report and the follow up #1 report. Sections have been updated. Section g-4 (date received by manufacturer) was incorrectly documented in the follow up #1 report. The correct g-4 date is january 17, 2017.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2016 she began to feel ''pressure on her chest'' but because of the issue with the meter she could not test so she self-treated with metformin 1000 mg and 10 units of insulin. Customer was then rushed to the emergency room where her healthcare provider received a reading of 400 mg/dl on a hospital device. Customer was treated with glipizide 10 mg tablet in addition to receiving ''10 units of saline solution''. Customer was discharged from the hospital after a 12-hour stay. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2016 she began to feel "pressure on her chest" but because of the issue with the meter she could not test so she self-treated with metformin 1000 mg and 10 units of insulin. Customer was then rushed to the emergency room where her healthcare provider received a reading of 400 mg/dl on a hospital device. Customer was treated with glipizide 10 mg tablet in addition to receiving "10 units of saline solution". Customer was discharged from the hospital after a 12-hour stay. There was no report of death or permanent injury associated with this event.